Event description:
The nurse turned on the presice system. The message "no communication with hardware, verify the red button is not pressed" appeared. She checked the red button and pressed ok. The message then disappeared, but the pressure displayed on the screen was "zero". She checked the gas cylinder and regulators and everything was ok. She turned off the computer and machine and turned it on again, but the same message appeared. The procedure could not be performed. The pt was already anaesthetized.